Manufacturer narrative:
Gender information was not provided. (B)(4). Investigation is still in progress. If additional information is received, a supplemental report will be submitted per 21 cfr 803.56. (B)(4).

Event description:
The tech reported that he exposed x-ray to pt, was about to click 'end study' when control software error popped up. He dismissed the error. Unit rebooted without any input from the operator. When it came back up, pt name had transferred to a pending status and the image was not in machine. The pt had to be re-exposed.